Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were having issues with infusion set getting stuck in the serter. Blood glucose level at the time of the incident was 420 mg/dl. Customer did not complete troubleshooting for the high readings. Customer will return the serter. The insulin pump was not returned.